Event description:
The pt reported a return of pain and withdrawal symptoms since his pump replacement. Additional information received by the pt indicated he experienced numbness and tingling from the knees down and pain in his right groin. The hcp performed an MRI and studies both were found to be "negative." Additional information had been requested, but was not available at the time of this report. See manufacturer's report #: 3004209178-2007-00445.